Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) was not cycling. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. During the evaluation, the fse found that the hose that passes through the internal glass tube of the unit was loose, and needed to be reconnected by inserting the maximum into the tube to prevent the hose from leaking again. The unit was left for testing on the simulator, cycling in internal mode. When re-evaluated the hose had leaked again, and the hose was placed even more into the tube and it corrected the issue. The unit was then released for clinical use. A supplemental report will be submitted upon completion of our investigation.